Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a continuous alarm on the power module (serial number: (B)(6) was confirmed. The unit returned to the pleasanton service depot (psd) and a damaged streamline clip was noted. When the unit was connected to power, a yellow wrench and red battery alarm activated, confirming the reported event. The issue was traced to the sealed lead acid (sla) backup battery, which did not have sufficient charge. The damaged parts were replaced, preventative maintenance was performed, and the unit functioned as intended. The unit was returned to the customer. The root cause for the reported continuous alarm was determined to be due to a depleted sla battery; however, the root cause for the depleted sla battery was unable to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use (IFU) section 3 "powering the system" explains the various way to the power the heartmate 3 lvas, including how to use the power module. Heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, which includes functional testing, cleaning, inspection, and replacement of the power module backup battery. This section also informs the user to replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module would not pass self-test and would continuously alarm after the self-test.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.